Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that a rt380 adult dual heated evaqua2 breathing circuit was found leaking air during patient use. It was further reported that cracks were identified in the expiratory limb of the rt380 adult dual heated evaqua2 breathing circuit. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in new zealand, where it was visually inspected. Results: visual inspection of the complaint rt380 adult dual-heated evaqua2 breathing circuit revealed two cracks with rough edges were confirmed in the evaqua2 limb. Conclusion: we are unable to determine the root cause of the reported event. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit states the following: "visually inspect breathing sets for damage before use and replace if damaged." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connection to a patient." "Check all connections are tight before use."

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that a rt380 adult dual heated evaqua2 breathing circuit was found leaking air during patient use. It was further reported that cracks were identified in the expiratory limb of the rt380 adult dual heated evaqua2 breathing circuit. There was no reported patient consequence.